Event description:
It was reported the valve was implanted and CABG was also performed. The pt did very well post-operatively, prior to discharge and was doing well when seen 10 days following implant. The pt later returned with fever and a blood culture revealed coagulase-negative staphylococcus. Echocardiogram showed endocarditis and the valve was explanted. During explant that annulus was debrided and patched with bovine pericardium, and a pericardial valve and mitral annuloplasty ring were implanted. It was reported the pt was not doing well.